Event description:
Info received on 2/14/97 indicates the entire device was removed from the pt and replaced on 2/6/97.

Manufacturer narrative:
Pump performed within specs. Cylinder had or damage. Cylinder was not functionally tested.